Event description:
Caller reported an alarm 2 followed by alarm 26 due to an occlusion event that occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer changed the infusion set and cartridge to resolve the issue.